Manufacturer narrative:
(B)(4). Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported that the patient complained of chest pain from vns device and that the device has shifted and patient is on multiple pain medication due to the issue. Patient had generator replacement surgery. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Event description:
It was later reported that the cause of generator migration was other, in that the device had not migrated. The patient was having pain from aberrant conduction. The intervention of generator replacement was for patient comfort and battery needed to be replaced. The pain in the chest was related to presence of vns device and the battery needed to be changed.